Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Additional information added to field h3 and h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 5 years since the subject device was manufactured. The device was returned to olympus for inspection, and the customer's allegation of poor-quality image was confirmed. Additionally, during device evaluation, the device exhibited abnormal color tone (image was only magenta or green). Based on the results of the investigation, it is likely that the events occurred due to stress of repeated use, external factors or handling of the device, the image sensor unit was damaged such as disconnection or a part mounted on the electrical circuit board such as integrated circuit chips and capacitors was broken. However, the root could not be determined. The event can be inspected by following the instructions for use: instructions, operation manual, chapter 3 ¿preparation and inspection¿, section 3.8 ¿inspection of the endoscopic system". Olympus will continue to monitor field performance for this device.

Event description:
It was reported, the flex deflectable videoscope exhibited disconnection and poor image reproduction. The issue occurred during a therapeutic unknown procedure which was completed. There were no reports of patient harm.

Manufacturer narrative:
E1 : (B)(6). The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.